Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the "ok","up" and "down" keys have intermittent response to button presses. The keypad is fully intact, with no peeling or damage observed. The keypad was removed to investigate and evidence of keypad contamination was located under "contrast","up","down" and "ok" contact button. Unrelated to this complaint, visual inspection of "battery compartment " revealed a compartment crack from threads to case seal. The pump booted to the verify screen with dim pink contrast. The oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.